Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50mmx28mm synergy ii everolimus-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported.